Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the monoblock, transition cable, and the transition and controller printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a system error message and require a reboot. No pt injury was reported.